Event description:
It was reported that the unit had a touchscreen issue. There was no patient involvement at the time of the event. No patient or user harm reported. It was reported that the touchscreen was not responding on the lower half of the screen and was failing the touchscreen calibration on the lower half of the screen. The malfunction was verified via the touchscreen diagnostics screen. The customer has a replacement touchscreen in stock and was calling just to double check their findings. Further information is pending.

Manufacturer narrative:
It was reported to philips that the device touchscreen was unresponsive on the lower half and could not be calibrated. Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use at the time of the reported event and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.